Event description:
In 2006, it was reported to boston scientific corporation, that a resolution clipping device was used in a gastrointestinal endoscopy procedure. According to the complainant, during advancement of the device, the clip was prematurely deployed by the user. The procedure was completed with another resolution clipping device. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to confirm the relationship between this device and the cause for this event.